Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 08/23/2013 for investigation. Investigation results as follows: visual inspection of the platform was performed and the following was observed: the top, encoder and motor covers were damaged. Both patient head restraint brackets were cracked. The platform was functionally tested and performed as intended. A run in test with the 95% patient test fixture and a test battery was performed for one hour with no faults or errors occurring. A review of the archive showed multiple user advisory 41 (patient temperature sensor failure) faults had occurred, thereby confirming the reported complaint. Further testing confirmed that the temperature sensor was functioning properly. A definitive root cause for the observed ua 41 faults could not be determined based on the evaluation.

Event description:
It was reported that during a shift check and upon power up, the autopulse platform displayed a user advisory 41 (patient temperature sensor failure) message that could not be cleared. No patient involvement was reported. No further information was provided.